Manufacturer narrative:
The reported field event of crosstalk and inhibited pacing were not confirmed in the laboratory. The device was tested on the bench and in saline, and no anomalies were found.

Event description:
It was reported that the patient presented to the operating room for system implant procedure. During procedure, oversensing and bi-ventricular pacing inhibition was observed on the implantable cardioverter defibrillator. The device was not implanted. Another device was successfully implanted. The patient¿s condition throughout procedure was stable and would continue to be monitored.